Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass. Unable to perform self test, and displacement test due to missing segment/partial display anomaly. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly. Unit had scratched case, cracked battery tube threads, broken belt clip slot, stained address/serial number label and stained end cap sticker. Unit received with missing segment/display anomaly due to cracked and bleeding lcd glass and cracked battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed and the customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmmt-754wws was requested and the customer response was the device was returned.